Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated during the night on (B)(6) 2019 her glucose dropped low. She started sweating profusely and became very aggressive, so her son was unable to give her an injection that he had on hand for such an event; he therefore called 911. When emergency medical services (ems) arrived, her cgm showed 61 mg/dl but the bg sample they checked was at 22 mg/dl. They treated her with glucose via intravenous (IV) therapy and she was stable afterward. The next morning at 7:23 am on (B)(6) 2019 she calibrated the same sensor but at 8:30 am she still had an inaccuracy, with the cgm reading at 221 mg/dl and the bg at 172 mg/dl with a down arrow. At the time of contact, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.